Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving lioresal (2000 g/ml, 471,3 g/day) via implanted infusion pump. It was reported that a fill quantity deviation was reported from the customer. The rest volume was 4,3 ml, but calculated volume was 2,6ml. Patient reported symptoms of pain increase, especially during night. The patient had an MRI within the past month, but could not say if symptoms started before or after MRI. The environmental/external/patient factors that may have led or contributed to the issue were reported as the MRI could be an issue. The rep recommend to check next refill time if anything had changed again or pump was working "normal" again. The hcp increased daily dosage from 429,8 g/day up to 471,3 g/day, flex mode was programmed. The hcp documented the events and next planned refill and made a hint for end of service (eos) in (B)(6) 2025. The issue was not resolved at time of report. The patient's age, weight, and medical history were asked, but unknown. The patient's status was alive - no injury. According to the logs provided, error codes 529 (motor stall recovery) and 303 (pump time and programmer time out of sync) occurred. The pump time was 15 minutes later in relation to the programmer time and was reset to the time of the programmer. It was reported that the patient was (as also described in the package text of the prescribed medication) on a possibly limited responsiveness or roadworthiness. From there it was recommended that a driving fitness test be performed under full medication. As an increase or reduction of the medication may only be made after consultation with the pain outpatient clinic or with the attending hcp. According to the logs provided, the patient's diagnoses were chronic pain syndrome, spastic paraparesia, spinal anterior syndrome, long-lasting depressive reaction, neurogenic bladder rectal disorder, cystectomy, urostomy, and sleeve gastrectomy. The measures taken regarding the patient's increase in pain at night were a problem free ultrasound-guided pump filling with 20 ml baclofen 2000 mcg/ml under sterile rubbers. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E. Updated/corrected initial reporter information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.